Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The trident psl cup was placed in the acetabulum. When drilling through the cup holes the drill bit disengaged from the quick connect. The drill bit was stuck in the cup. The cup was then removed so that the drill bit could also be removed.

Manufacturer narrative:
Reported event: an event regarding alleged assembly issue involving a 3.3mm drill 25mm was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection showed signs of use. There is damage on the edges of the flutes and minimal damage around the locking area of the drill bit. The functional inspection was tested with a driver shaft - catalog number 2107-2200 lot b2tah - and the drill bit was able to lock into the driver shaft and remained locked when pulled at. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the functional inspection found that the driver shaft caused the disconnect between the devices. Product surveillance will continue to monitor for trends.

Event description:
The trident psl cup was placed in the acetabulum. When drilling through the cup holes the drill bit disengaged from the quick connect. The drill bit was stuck in the cup. The cup was then removed so that the drill bit could also be removed.